Event description:
It was reported that during the replacement attempt of the pulse generator, asystole occurred. The patient was pacemaker dependant with 3rd degree heart block with no escape rhythm. When the ventricular lead was connected to the header, capture/stimulation was not effective. However, testing of the lead via an analyzer indicated normal lead function. The connection of the lead to the device was tested multiple times with no result. The device was further tested after being placed in the pocket without result. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) the device was returned, analyzed and no anomalies were found.